Event description:
Pediatric pt was seen for polio and tdap vaccination. During one of the vaccinations, the clinician attempted to withdraw the syringe/needle and the needle separated from the hub and remained in the pt's injection site. The clinician was able to successfully remove the needle and there was no harm to the pt. Diagnosis or reason for use: tdap vaccination.